Event description:
It was reported that the patient presented in clinic for a magnetic resonance imaging (MRI) procedure. The right atrial leadless pacemaker (ra pm) was placed in MRI mode successfully. It was noted after the MRI procedure, when the ra lp was interrogated with the programmer, it reverted to its original settings without any clinical intervention. The patient was asymptomatic and stable throughout the process.